Event description:
Additional information received reported that the patient was scheduled for a lead revision on 2015-(B)(6). The system was explanted and not replaced. The manufacturing representative was not aware of any plans to implant again. The patient recovered without permanent impairment. Refer to manufacturer report number 3004209178-2015-11472 for information regarding explant with no replacement.

Event description:
It was reported that the lead components of the patient¿ implantable neurostimulator (ins) had migrated with a result that there was less than 50% therapy relief (at the lead location). Diagnostics and troubleshooting performed in the event included x-rays and impedance testing. Initially the patient was reprogrammed but on follow up it was noted that they were not able to capture the desired stimulation. The patient¿s physician was informed of the issue. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the patient reported that the system had to be replaced because it was determined that one lead had moved up and another lead had moved down.